Manufacturer narrative:
A review of all vapro complaints and a review of sku 71144 specifically over the last 3 years show no adverse trends for catheter difficult to remove. Lot number not known so a device history review is not possible. Affected catheter not saved so actual catheter evaluation not possible. The root cause of the catheter difficult to remove from the urethra is not known.

Event description:
It was reported that a health care tech had difficulty removing a vapro intermittent urinary catheter from a spinal cord injured male patient after catheterization. The tech needed to keep pulling the catheter out for a period of time until it finally came out. The following day, the patient experienced hematuria with some clots. A foley catheter was placed. No other treatment or medication was needed.